Event description:
The complainant reported that an automated impella controller experienced a system self-check failure. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: the console logs indicated a communication issue with the power battery manager (pbm). Due to this communication problem, the console rebooted automatically (as designed) to attempt another power cycle. After rebooting, the console displayed the "system self check failed" screen. This confirms the reported failure mode. Device analysis: this console was tested and visual inspection confirmed the pbm contamination. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. Device history review: the device passed all post sterile inspection checks